Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male pt, the device failed to discharge via paddles and displayed a "release shock button" message. The complainant indicated that the device did successfully shock the pt via electrodes. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.